Event description:
It was reported that a spectrum iq infusion pump's keypad was not working during programming/setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem of 'keypad is not working' was reproduced. A review of the event history log (ehl) revealed 'keypad is not working' messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the second soft key from on the keypad does not function. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.